Event description:
During the surgery for disc space at t10-t11 the surgeon inserted and rotated the disc shaver. During this maneuver the tip of the shaver broke off at the junction of the shaft and the paddle. Surgeon made a decision to leave the piece inside the patient's body. Per the surgeon it could have potentially done damage to the spinal cord and therefore he put cement around it to secure it. The surgery resumed as normal with a slight delay. The instrument was initially with the hospital administration and was later returned to camber spine via the sales rep. As per the investigation the patient has a history of sclerotic bone which could be potential cause for the breaking of the spacer when inserter and twisted against the hard bone.